Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge batteries properly) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the u13 processor was shorted and there was contamination on the battery board. The cause of the inability to charge the battery packs is the shorted processor and contamination. The cause of the shorted processor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.